Manufacturer narrative:
Section d6a: if implanted; give date: n/a, there was no patient contact with the device. Section d6b: if explanted; give date: n/a, there was no patient contact with the device. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was discovered to be scratched upon opening its packaging. The iol did not come into contact with the patient¿s eye, and no patient involvement took place. No further information was provided.